Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 7 series insulin pump, performed manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. She pulled the reservoir and rewound but that did not resolve the no delivery alarm. Customer's blood glucose level was not reported. While troubleshooting the insulin did not exit. Changing the reservoir resolved the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.